Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2015 due to issues with their pocket site. The patient had developed an infection. Antibiotics were administered with out success. The system was explanted. The patient's condition during and post procedure was stable.